Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a paroxysmal atrial fibrillation ablation/while mapping with an octaray mapping catheter, the patient experienced blood pressure drop, heart block treated with CPR, pressors and cardioversion. The patient spontaneously converted to sinus rhythm. During the procedure, the patient went into heart block. The injury was unable to be confirmed and unable to provide details of the initial injury to the patient. First, there was a drop in blood pressure while the patient was still in sinus rhythm. They had just finished mapping with an octaray mapping catheter and no ablation had been completed yet. However, they did confirm no pericardial effusion was found when they checked on intracardiac echocardiography (ice) and after performing a transesophageal echocardiogram (tee). The medical intervention provided was CPR, pressors & cardioversion before the patient spontaneously converted to sinus rhythm. The procedure was canceled because the physician did not feel comfortable continuing at that point. The patient was reported to be stable and was awake, talking and moving. The varipulse catheter was being inserted through a vizigo sheath and a soundstar catheter were in the body at the time of the adverse event. The patient may have had an allergic reaction to heparin or a preexisting neurological event that they did not know about before the procedure. They have ordered a bunch of labs to figure out what may have been the issue. The trupulse generator was set up, but it did not end up being used for ablation during the procedure. Additional information was received on 21-aug-2025. They had just put the varipulse catheter into left atrium (la) and were getting ready to train the catheter. No therapy had been delivered and the issue the patient had was not due to any bwi products. The physician believes the patient had a freak reaction to the anesthetic drugs. The patient¿s family has a history of autonomic disease, and the patient had never had surgery before. The physician has no desire to explore any further intervention. The intervention provided was CPR, cardioversions, and anesthesia intervention occurred to regain blood pressure (bp) and normal rhythm. They did not proceed with the procedure, and the patient was sent for further testing. The patient fully recovered, no adverse event, no effusion, no residual effects. The patient did not require extended hospitalization and the patient went home as planned. The patient underwent extensive lab work and it all came back normal. Not much is known about the patient¿s pre-existing history as he had never had any procedure completed. Act was well above 350. Only one catheter exchange occurred during the procedure. One transseptal puncture site was performed during the procedure. No pfa or radio frequency (rf) energy was ever delivered. The patient was in the room at the time of cancellation. The patient was under local anesthesia for around 30 minutes. A transseptal puncture was performed prior to case cancellation, and it was confirmed there was no effusion. The physician believes canceling the procedure was the best course of action to prevent patient consequences. Additional information was received on 22-aug-2025. An octaray mapping catheter was used to map the la, and a varipulse was not used for mapping. No perforation or effusion occurred.